Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. The customer's blood glucose (bg) level was impacted up to 367 (mg/dl). Corrective boluses and manual injections were used to address bg levels. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. Reportedly,the customer changed out all supplies to resolve the issue and the customer's bg level returned to target.